Event description:
It was reported that the "ok" button was unresponsive. There is no additional information available at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/22/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the keypad buttons are intermittently responsive, more force and multiple button presses are required in order to elicit a response. The ok and down arrow key contacts were found to be inverted. All of the keypad buttons did not spring back and click back as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).